Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, interrogation revealed a base rate of 70 ppm although prior to interrogation ventricular pacing was at 60 ppm. With the programmer head in place, pacing at 70 ppm was noted, but with removal, pacing at 60 ppm resumed. When return to standard was attempted, a base rate of 30 ppm was noted.